Manufacturer narrative:
The complainant indicates, the use of cartridge, which is not qualified for use with associated iol model. There have been one other complaints reported in the lot number. While we are unable to determine, the origin of the reported complaint. Our observations reasonably suggest, that it is not manufacturing related. Based on the information provided by the customer, the most likely, root cause is failure to follow dfu. As the customer states, the use of non-qualified combination. The use of nonqualified combination may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implantation procedure, a scratch was noted on the lens during insertion. The lens was removed and a backup lens was implanted. No patient harm was reported. Additional information has been requested. There are two related reports for this patient. This report addresses the iol, and another manufacturer report will be filed for the cartridge.